Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? He placed the retaining pin first then reached down to ensure all tissue was captured in the jaws as to his liking. As the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? Unknown. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? One. Can more information be provided about staple form? Apparently no staples were deployed. I previously stated that the proximal was in tact but that was not correct. Can you please confirm the sequence of patient events? Firing, bleeding due to no staple formation, control of bleeding, completion of case, patient abcess post op. When was the ¿pelvic abscess secondary to a leak¿ identified? Post op. Was the abscess in the primary procedure or was there a secondary procedure? Primary. Is abscess alleged to be related to the contour device? Yes. How was the abscess treated? As per protocol. Where was the bleeding coming from? Vessel in the bowel. How was the bleeding addressed? With cautery, suturing and hemostats. Was a transfusion required? Unknown. How was the procedure completed? Unknown. What is the current status of the patient? Unknown.

Event description:
It was reported that during a lower anterior bowel resection, contour stapler (cs40g) was fired as per IFU. Staples formed on specimen side but not on patient side. Patient lost 2l of blood and has a weak rectal stump; tried to stop bleeding a reinforce rectal stump. Surgery was delayed 30 minutes. Also has a pelvic abscess secondary to a leak.